Event description:
Information received regarding the explanted device notes that during a follow-up examination, the patient's intrinsic heart rate was 45 bpm but the patient had no complaints. The device could not be interrogated and there was no output or magnet response.